Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure (ess205 lot number 624003) inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced back pain (seriousness criterion medically significant), general physical health deterioration ("general condition has deteriorated since insertion"), ear infection ("otitis"), vertigo ("vertigo"), feeling drunk ("feeling drunk"), feeling cold ("chilliness"), loss of libido ("loss of libido"), abdominal distension ("abdominal swelling"), thyroid disorder ("thyroid disorder"), arrhythmia ("cardiac arrhythmia"), cardiovascular disorder ("poor blood circulation"), dyspepsia ("digestive problems"), balance disorder ("loss of balance"), amnesia ("loss of memory"), disturbance in attention ("difficulty concentrating"), speech disorder ("speech problems"), feeling abnormal ("feeling of having her head blocked"), migraine ("migraines"), paraesthesia ("tingling"), muscle spasms ("muscle spasms"), limb discomfort ("feeling of heavy legs"), pruritus ("itching"), erythema ("redness"), nasal cyst ("cyst in the nose"), visual impairment ("vision disorder"), dry eye ("dry eyes"), conjunctival haemorrhage ("sometimes blood in the white of the eye"), sciatica ("chronic joint pain (sciatica)"), myalgia ("muscle pain") and neck pain ("neck pain"). Essure (ess205) treatment was not changed. At the time of the report, the back pain, general physical health deterioration, ear infection, vertigo, feeling drunk, feeling cold, loss of libido, abdominal distension, thyroid disorder, arrhythmia, cardiovascular disorder, dyspepsia, balance disorder, amnesia, disturbance in attention, speech disorder, feeling abnormal, migraine, paraesthesia, muscle spasms, limb discomfort, pruritus, erythema, nasal cyst, visual impairment, dry eye, conjunctival haemorrhage, sciatica, myalgia and neck pain had not resolved. The reporter provided no causality assessment for abdominal distension, amnesia, arrhythmia, back pain, balance disorder, cardiovascular disorder, conjunctival haemorrhage, disturbance in attention, dry eye, dyspepsia, ear infection, erythema, feeling abnormal, feeling cold, feeling drunk, general physical health deterioration, limb discomfort, loss of libido, migraine, muscle spasms, myalgia, nasal cyst, neck pain, paraesthesia, pruritus, sciatica, speech disorder, thyroid disorder, vertigo and visual impairment with essure (ess205). The reporter commented: as soon as the health situation allows me, I will undergo a total hysterectomy with adnexal conservation with bilateral salpingectomy. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 26-jan-2021. The most recent information was received on 01-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a female patient who had essure (ess205) (batch no. 624003) inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced back pain (seriousness criterion medically significant), general physical health deterioration ("general condition has deteriorated since insertion"), ear infection ("otitis"), vertigo ("vertigo"), feeling drunk ("feeling drunk"), feeling cold ("chilliness"), loss of libido ("loss of libido"), abdominal distension ("abdominal swelling"), thyroid disorder ("thyroid disorder"), arrhythmia ("cardiac arrhythmia"), cardiovascular disorder ("poor blood circulation"), dyspepsia ("digestive problems"), balance disorder ("loss of balance"), amnesia ("loss of memory"), disturbance in attention ("difficulty concentrating"), speech disorder ("speech problems"), head discomfort ("feeling of having her head blocked"), migraine ("migraines"), paraesthesia ("tingling"), muscle spasms ("muscle spasms"), limb discomfort ("feeling of heavy legs"), pruritus ("itching"), erythema ("redness"), nasal cyst ("cyst in the nose"), visual impairment ("vision disorder"), dry eye ("dry eyes"), conjunctival haemorrhage ("sometimes blood in the white of the eye"), sciatica ("chronic joint pain (sciatica)"), myalgia ("muscle pain") and neck pain ("neck pain"). Essure (ess205) treatment was not changed. At the time of the report, the back pain, general physical health deterioration, ear infection, vertigo, feeling drunk, feeling cold, loss of libido, abdominal distension, thyroid disorder, arrhythmia, cardiovascular disorder, dyspepsia, balance disorder, amnesia, disturbance in attention, speech disorder, head discomfort, migraine, paraesthesia, muscle spasms, limb discomfort, pruritus, erythema, nasal cyst, visual impairment, dry eye, conjunctival haemorrhage, sciatica, myalgia and neck pain had not resolved. The reporter provided no causality assessment for abdominal distension, amnesia, arrhythmia, back pain, balance disorder, cardiovascular disorder, conjunctival haemorrhage, disturbance in attention, dry eye, dyspepsia, ear infection, erythema, feeling cold, feeling drunk, general physical health deterioration, head discomfort, limb discomfort, loss of libido, migraine, muscle spasms, myalgia, nasal cyst, neck pain, paraesthesia, pruritus, sciatica, speech disorder, thyroid disorder, vertigo and visual impairment with essure (ess205). The reporter commented: as soon as the health situation allows me, I will undergo a total hysterectomy with adnexal conservation with bilateral salpingectomy quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.